Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2016, and those test well images appeared visually with slight red blood cell adherence.

Event description:
On (B)(6) 2016, an unexpectedly negative antibody identification was documented, when tested on a galileo echo instrument on (B)(6) 2016.